Event description:
Description of event according to complainant: on (B)(6) 2014 a thrombus was present in the right lower extremity vein. The primary reason for the filter placement was a current deep vein thrombosis (dvt). The filter placement was anticipated to be temporary and was accomplished with the use of a venacavagram. Using the left common femoral vein as the access site, a gunther tulip filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The pt had a follow-up visit on 5, 35, 98 day post procedure. On (B)(6) 2015 (120 days post-procedure), the pt had the pre-retrieval x-ray performed. The x-ray revealed no evidence of filter fracture or embolization. Migration of the filter was noted and filter tilt was less than 6 degrees. Core lab analysis of the pre-retrieval x-ray is not available at this time. On (B)(6) 2015 (129 days post-procedure), an attempt to retrieve the filter endovascularly, with a cloversnare retrieval set via the right internal jugular vein, was unsuccessful. The filter legs did not appear outside the column of contrast at pre-retrieval and there was no thrombus present in the filter. The pt was on xarelto pre-procedurally. The site rated no difficulty during the attempt to retrieve the filter but noted: "despite multiple attempts the filter could not be removed from the inferior vena cava wall" and "failed to retrieve filter secondary to ingrowth of intima into the struts of the filter. Filter is permanent." The pt remains in the study.

Manufacturer narrative:
(B)(4). Investigation still in progress.